Event description:
A report was received that the physician failed to tighten down the ipg header with a hex wrench following a permanent implant procedure. The physician re-opened the patient, tightened the ipg header and verified that the leads did not migrate. The patient is reportedly doing well.